Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15092391 no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Coil assy lot # 15086432 was reviewed. It was observed during review of this lot no nonconformances were generated and no other incidents were noted that could be potentially related to the complaint reported. No other issues were noted that were considered potentially related to the nonconformances. The DHR review indicates that the product was tested and inspected per established manufacturing requirements including inspection. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During consignment level checking, the orbit mini complex fill 2.5x3.5 ((B)(4)) was found abandoned in the corner of an angio suite of the hospital with the coil stretched. It appeared that the device was used. The staff of the hospital didn`t think that the device was object of a complaint report. There is no information when the device was used and the account does not remember the event. Other than the reported event, no other damage was noticed on any of the section of the device (coil, delivery system, etc). A non-sterile trufill orbit dcs was received coiled inside of a plastic bag. The hypotube was inspected and no damages were found on it. The introducer was received zipped without damaged. The support coil gripper and embolic coil were found inside of the introducer. The support and gripper were found without damage while the embolic coil was found stretched and it was still attached to the gripper. The gripper and the embolic coil were inspected under microscope. The gripper was found without damage and the embolic coil was found stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stretched coil was confirmed. Based on the lack of information pertaining to the reported stretched coil, no conclusion can be made regarding possible contributing factors. Based on the analysis and the device history records there is no indication of any device manufacturing issues related to the event. Additionally inspections are in place to prevent damages of this type from leaving the facility. Therefore, no corrective actions will be taken at this time.

Event description:
During consignment level checking, the product (orbit mini complex fill 2.5x3.5- (B)(4)) was found abandoned in the corner of an angio suite of the hospital stretched, and it appeared that the device was used. The staff of the hospital didn`t think that the device was object of a complaint report. There's no information when the device was used exactly and the account does not remember the event exactly. Other than the reported events, no other damage was noticed on any of the section of the device (coil, delivery system, etc).